Event description:
The ventilator went vent. Inop. On the pt. The hospital stated that the pt was post cardiac surgery in the recovery room. No injury noted due to the ventilator alarming and a back-up ventilator was on stand-by.